Event description:
The pt was brought to cath lab this month from the emergency department with an evolving inferior mi. The right coronary artery was totally occluded in the mid position. A wire was advanced across the lesion and a balloon was used to open the blockage. An intramuscular ultrasound was used to determine that there was a fresh clot in the vessel and a fetch catheter was used to extract the clot. With the ultrasound, the vessel was sized and two express sd stents were placed. The first was placed with no issue and the second caused a perforation. A balloon was inflated at the site to try and tamponade the vessel. Once the balloon was deflated, the pt's bp started to drop. At that point, preparations and attempts were made to remove the fluid from around the pericardium, but this was unsuccessful. The pt was intubated. Echo assistance was unsuccessful in obtaining access. A cardiac surgeon was called in to make a pericardial window. The pt coded several times prior to the window and the pt responded each time to cardioversion. After the drain was placed and shortly after the first episode of asystole, the pt underwent vigorous unsuccessful resuscitation efforts.